Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and white particles in device inner surface. A leak test was performed which identified, no leakage. Microscopic analysis was performed which identified, partial delamination of valve. Based on the device analysis, the final assessment is: partial delamination of valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.